Event description:
N/a

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the iabp unit. The fse replaced the drive manifold assembly to address the reported issue. The fse then confirmed that measured values were stable. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine maintenance test performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had a drive manifold abnormality. The drivepressure readings do not stabilize and gradually increase. There was no patient involvement.